Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine follow-up and after evaluation of high threshold, high impedance and noise on the electrogram during ventricular tachycardia monitored episodes, the physician suspected a loose pin plug. The lead will be revised. No patient complications have been reported as a result of this event.